Manufacturer narrative:
H3: product analysis of ped-450-35, lot no: b583303 as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. In addition, the middle section of braid was found to be fully opened and no damage. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at middle section as the middle section of the braid was found to be fully opened and no damage. The pipeline flex braid ends were found fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. It is likely that the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pipeline embolization device, multiple unruptured, saccular aneurysms in the left internal carotid artery were being treated. The aneurysm measured a max diameter of 5 mm and a neck diameter of 4 mm. Landing zone: distal: 3.2 mm and proximal: 4.4 mm. The procedure encountered several issues, including severe vessel tortuosity and kinking of the stent during deployment. More than 50% of the pipeline device failed to open, specifically in the middle section. Despite attempts to adjust and retrieve the device twice, it could not be fully opened. Consequently, the pipeline device was removed from the patient and replaced with another stent to complete the operation. The pipeline was not positioned in a bend. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. Dual antiplatelet treatment was administered, but the platelet reactivity unit level was unknown. The angiographic result post-procedure indicated slowed blood flow. No patient complications have been reported as a result of this event. Ancillary devices include: phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open/damage was not determined.